Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46-high mg/dl; with trace of ketones which were identified as life threatening by a healthcare provider due to incorrect time being set. Customer addressed bg level correction bolus via manual dose injection. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.